Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated alert 38 motor stall alarms and occlusion alerts on the ilet pump, leading to cessation of dosing and prolonged hyperglycemia despite multiple restarts, dry runs, infusion set changes, supply replacements, and confirmation of intact cannulas; the user disconnected from the pump, used manual injections, attempted to resume pump use, and ultimately returned to backup therapy. Symptoms included headache and weakness. Outcomes included elevated glucose up to 449 mg/dl, high readings above 300 mg/dl for over 90 minutes, and no hospitalization or professional medical intervention. Investigation included customer-guided troubleshooting and education, confirmation of adequate battery charge, dry-run testing without a cartridge, infusion set replacement, and recommendation to use backup therapy. Investigation of this device revealed persistent motor stall and occlusion behavior consistent with a pump drive or delivery pathway malfunction. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved device malfunction related to motor stall with possible flow obstruction.